Event description:
International affiliate report that after injection of cement into the pedicle and during removal of the needle, the tip of the needle broke off in the pt. The bottom portion in the needle is embedded within the pedicle and could not be removed. As an unintended portion of the device remains in the pt, a medwatch report is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made as the device is not available for eval and its lot code is unk. However, the needle breakage is most likely due to the application of a typical force upon the device during usage, possibly as a result of contact with hard bone. At this time, the complaint is considered to be closed.